Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: model: 407652, implantable pacing lead, (B)(6) 2009; 694765, implantable tachy lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery was showing less than recommended replacement time (rrt) voltage, but the rrt flag had not been triggered. It was also indicated that the device did not seem to last as long as expected. The device remains in use and no patient complications have been reported as a result of this event.